Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 20 months and 74 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
The patient received 33 inappropriate shocks due to noise from the pace/sense portion of the rv lead. A small portion of the lead was explanted, but the rest was capped. This ICD was returned for analysis. The implant and explant dates were not provided.